Manufacturer narrative:
H.6-conclusions - a root cause analysis was unable to be performed as the hospital would not release the sample. However, a bd sales representative visited the hospital and inspected the unit. The sales representative identified that a portion of the catheter tubing extended from the nose of the adapter and the cathater end showed evidence of being cut by a sharp object.

Event description:
When the nurse inserted the IV catheter, the catheter sheared and surgical intervention was performed to remove the catheter from the patient.